Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating it was unavailable. There was reportedly no patient involvement. Remote support from the customer care solution center was provided to customer. However, the customer refused to pay for any repairs. This will be documented as a malfunction, the cause of which was not determined. Based on the information available there is insufficient information to confirm the reported problem. The rse provided an offer for billable diagnostic service, however, we are unable to confirm the disposition of the device because the customer refused to pay for repairs. The device remains at the customer's site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Customer declined service/repair.